Manufacturer narrative:
Additional information: the lens was returned for analysis. Visual inspection found the lens in four pieces. The optic has been cut or torn in half. Each plate is torn off and lying loose in the cup. The tip of one haptic is torn off and is missing. One haptic arm is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Event description:
The lens displacement and z-syndrome were discovered on (B)(6) 2019, after the patient noticed a decrease in vision. The lens was removed and replaced with a different model lens. The patient was given prescription glasses during the last visit and patient should do well with them to improve distance vision for driving. In the physicians opinion, the most likely cause of the event is z-syndrome.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a lens was explanted due to displacement and z-syndrome. A vitrectomy was performed during the lens removal procedure. Additional information has been requested, but has not been received.